Event description:
It was reported that the system would not product x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and placed a part on order, but no conclusion can be drawn as repair information is not available.